Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that system exhibited a communication issue and causing a critical override mode. The technical support specialist (tss) dialed into the server, verified the patient encounter system, ran a critical override and identified a synchronization delay. Tss advised the user to increase the auto enable down time to 10 minutes as it was set as 1 and reboot the server monthly to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server automatic dispensing system (ads) intermittently and randomly switched to critical override mode with a communication issue message. In some areas, the alert appeared and then resolved on its own without any intervention. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.